Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to bone loss.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation code was added: 3331, 4109, 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310. DHR review was completed for the subject lot number 1253854. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review by item number was conducted for the 1253854 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition.